Manufacturer narrative:
Zotarolimus compared with everolimus eluting stents-angiographic and clinical results after recanalization of true coronary chronic total occlusions. Doi: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A 125 patients were enrolled to this study. Resolute integrity drug eluting stents were implanted in 57 patients in the study population. Vessels treated were the lad, lcx and rca. After des implantation dual antiplatelet therapy with acetylsalicylic acid 100 mg per day and clopidogrel 75 mg per day was prescribed for 12 months. Patients were scheduled for 9 months angiographic follow-up and 12 months clinical follow-up. At 12-months follow-up, clinical outcome reported were target lesion revascularization, cardiac death and target lesion failure (occlusion).